Event description:
The facility reported a pump with an failure code 810:04. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification on channel a and b. Replaced the phm. The pump was tested for proper operation and pump found to function properly.